Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the unspecified bd infusion set had a bulge / balloon in the silicone segment. The following information was provided by the initial reporter: customer stated that the primary tubing set ballooned at the pump segment, right below upper fitment, during infusion, following a patient side occlusion alarm. Customer opened up pump module to find ballooned segment. Set was removed at that time and new primary tubing set was primed and used in device. Customer stated that the tubing may have been overused. Additional information received from the customer: this issue is ongoing and does not appear related to a specific tubing lot or pump module. Ballooning may occur due to transient pressure buildup between the occlusion site and pump mechanism, which stresses the tubing segment. Staff have been advised to: inspect tubing for signs of fatigue or deformity before use. Replace tubing sets immediately if ballooning is observed. Follow bd¿s IFU for proper pressure alarm management and line clearing after occlusion events.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.